Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer in loading a new cartridge using proper techniques, but the cartridge alarm persisted, and the customer was unable to resume insulin therapy. Since the pump was out of warranty, it was not replaced. Customer reverted to an alternate method of insulin therapy.